Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00230 on 3-sep-2025. Additional information (24-sep-2025): siemens further evaluated the event and determined that partially clogged reaction washer probe 3 out valve potentially contributed to the erroneously depressed creatinine 2 (crea 2) results. The instrument is operational and performing within specification. No further evaluation/troubleshooting required. The investigation conclusions code in h6 was updated to reflect the additional information.

Event description:
The customer reported that erroneously depressed creatinine 2 (crea 2) results were obtained on three patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s). The samples were reprocessed on an alternate atellica ch 930 analyzer. The repeat results recovered higher than the erroneous results and were considered correct. These repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed crea 2 results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed creatinine 2 (crea 2) results were obtained on three patient samples on atellica ch 930 analyzer. Quality control (qc) was within range on the date of the event. A siemens customer service engineer (cse) was dispatched to the site. During the visit, the cse reviewed health report, ran full auto check, which failed in reaction washer probe3. The cse tested probe 3 and tube and found that the reaction washer probe 3 out valve was partially clogged and thus replaced it, ran subassembly auto check, qc and precision test, which were within range. Siemens is evaluating the event.